Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) the full lead was returned. The inner insulation was kinked/buckled at 31 cm and 32 cm in the mid section. The helix is bent and hung up on the distal tip making retraction difficult.

Event description:
It was reported that during the implant procedure, the lead could not be rotated back. The device was not implanted. No patient complications have been reported as a result of this event.